Manufacturer narrative:
Na

Event description:
It was reported that the ventilator was intermittently shutting down and going into a reset alarm condition with visual and audible alarm indicators. No harm to pt.